Event description:
It was reported that a review of the remote transmission showed there was a device alert for high impedance on the high voltage coil of the right ventricular (rv) lead. The lead impedance alert was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, lead impedance out of range alert, and the impedance trend on the rv (right ventricular) defibrillation coil was variable. Beginning back in (B)(6) 2013, rv defib impedance has been measuring 100 to 118 ohms and has been stable. Rv defib coil lead impedance warning on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.